Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) troubleshot the issue with full height drawer 4 was not opening and found a missing bumper slide. Replaced the bumper slides and rebooted the station. After reboot, the touchscreen was not working. Replaced the all in one (aio) unit due to a faulty touchscreen, installed a new one, reconfigured, and confirmed functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer produced a clicking noise and would fail if not pulled open quickly. The user indicated that the drawer had to be pulled out rapidly to prevent it from immediately entering a failed state. However, there were no delays or adverse events or injuries reported based on this event.